Manufacturer narrative:
According to the customer, on (B)(6) 2025 during insertion of foley catheter the "balloon would not inflate, requiring an additional catheter to be inserted. The customer reported there was no patient harm related to the reported incident. The customer reported there was no serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 during insertion of foley catheter the "balloon would not inflate, requiring an additional catheter to be inserted.